Manufacturer narrative:
Additional manufacturer narrative: please reference MFR report#: 2015691-2019-01010 for the report submitted on the patient's aortic valve.

Manufacturer narrative:
Device evaluated by MFR: evaluation summary: the report of mitral insufficiency could not be confirmed due to valve condition as received. X-ray demonstrated wireform intact. As received, all three leaflets had cuts of approximately 10mm x 12mm on leaflet 1, 8mm x 10mm on leaflet 2, and 5mm x 8mm on leaflet 3. The cuts had a smooth and straight edge; leaflet fragments were not returned. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 3 on the inflow aspect and 1mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspects. Approximately 2/3 of the sewing ring was cut off from the valve and exposed the wireform around leaflets 1 and 2; cut off sewing ring was not returned. Two cor-knots remained attached to the sewing ring around leaflet 3 on the inflow aspect of the valve. Additional manufacturer narrative: the root cause of this event cannot be determined with the available information. However, there were no manufacturing issues identified that would have impacted this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Additional manufacturer narrative: regurgitation/insufficiency can be due to a number of issues. There can be a number of potential known and unknown patient related contributing factors. Multiple requests for additional information have been performed; however, the healthcare provider has provided minimal details regarding this event. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. However, there has been no allegation of product malfunction or deficiency. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. (B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a 6900ptfx 25mm mitral valve, implanted for one (1) month, was explanted due to mitral insufficiency. The explanted device was replaced with a 6900ptfx 25mm valve. The patient also underwent redo-avr. No other details available.

Manufacturer narrative:
Additional manufacturer narrative: updated sections event-other relevant history. There may be cases in which our devices are implanted in a patient with active native valve or prosthetic valve/ring endocarditis. In these cases, it is not unusual to have a recurrence of endocarditis that results either in death or removal of the newly implanted edwards device. When this occurs, the organisms causing the endocarditis were never completely eliminated; therefore, the event is not related to the newly implanted device. A definitive root cause could not be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a 25mm mitral valve, implanted for one (1) month, was explanted due to perivalvular leak and recurrent dehiscence. The patient had endocarditis with mitral valve vegetations. The explanted device was replaced with a 25mm valve. The patient presented with recurrent dehiscence of the bioprosthetic mitral valve of unclear etiology. Possible explanations include - loose supportive structures around aorto-mitral curtain which do not hold the sutures of valve, or recurrent endocarditis. Intraoperatively, the mitral valve was found to be dehisced at the medial aspect. There was paravalvular leak. The mitral valve was explanted. The patient tolerated the procedure well.